Event description:
The hcp reported the pump was explanted due to a question of it being a defective pump. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.